Manufacturer narrative:
Additional information was added to h11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed a leak in the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a freeline drainage set leaked from the bag. This was observed during use of the device for dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.